Event description:
Pt was found in cardiac arrest on arrival of ems. Bystanders were performing CPR. Our zoll m series monitor was attached to the pt and showed ventricular fibrillation, the defib pads were attached and charged to 200 joules. The monitor then showed defib fault 72, unable to shock. Monitor was turned off and restarted. Monitor showed the same fault code on multiple attempts. All cables were verified to be correctly attached.